Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. [(B)(4)].

Event description:
This report is being submitted in response to user facility medwatch report # 0505030000-2019-8005 that terumo medical received. The event description states: "md deployed angioseal, when pulling back to deploy, the string broke off". Additional information was received on march 25, 2019. The patient's procedure prior to the angio-seal closure device was an angioplasty. When pulling back the string broke; however, good hemostasis was achieved. Ultrasound images were taken to confirm and document. Patient was stable, and was discharged the same day.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to provide the completed investigation results. One used 6fr angio-seal evolution device was received for product analysis. The device was returned mated with hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the deployment sleeve of the evolution device was mated with the hemostasis sheath in the rear lock position with the color bands fully exposed. The tamping tube could be seen exposed from the carrier tube assembly past the distal marker. There was a kink identified in the hemostasis sheath. There was no collagen or anchor returned. The button on the device was stiff. Microscopic analysis of the distal end of the suture revealed that the suture had frayed end. Functional testing was performed by pressing the button to identify if there were any anomalies that may have made the gears immobile. The button was pressed and the remaining suture was released from the spool. No abnormal resistance was experienced during this testing. The handle was disassembled the gear mechanism was visually examined. No anomalies were noted with the gearbox assembly. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that excessive withdrawal force, and failure to push and hold the suture release button during the withdrawal of the device, may have caused the event. However, the exact cause of the reported event cannot be definitively determined based on the available information.